Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during use. The patient reported that they changed out the cassette and reused the same solution bags. The problem is confirmed for use error - failed to follow therapy steps, but the assignable cause is undetermined since we are unaware why the patient decided to replace the cassette during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's service center regarding assistance with an alarm; which occurred on the homechoice (hc) during use, during prime. The technical service representative (tsr) explained the alarm. The hp changed the cassette and used the same bags. The tsr explained that the setup was compromised, and all new supplies should be used. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that they just saw the patient on (B)(6) 2011 for their routine visit to the clinic, and the patient did not mention the alarm to them. The pd rn stated that the patient seemed to be doing fine, and did not show any negative effects from the reported problem. The pd rn stated the patient seems to be continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.